Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent a vns generator replacement surgery on (B)(6) 2015, due to battery depletion, unable to interrogate. The impedance value on the received implant card was marked as normal following the generator replacement surgery. The device was unable to be interrogated pre-operatively but diagnostics were reported to be normal both outside and inside the chest pocket once the new generator was attached. It was unknown whether the lead pin was seen to be completely inserted or not. The explanted generator has been discarded by the explanting facility and is thus unavailable for return for analysis.

Event description:
It was reported that device diagnostics resulted in high impedance (output current - low). Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention have been performed to date.